Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients lead displayed high impedance following a fall resulting in ineffective therapy. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken during which the lead was explanted and replaced with a different model. Surgical intervention addressed the issue.

Manufacturer narrative:
A patient experienced high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.